Event description:
During the index procedure the patient had one micro driver bare metal stent implanted in the 1st diagonal branch. Approximately 13 months post index procedure, the patient underwent revascularization in the lm/ lad and was treated with one endeavor drug-eluting stent. It is indicated that the revascularization was in the target vessel. The investigator assessed that the event is not related to the study device. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.